Event description:
Customer reported a pop sound from generator during fluoro followed by a blank monitor screen. Customer also repored an 'overvoltage vault' message on mainframe console.

Manufacturer narrative:
The ge service rep replaced low battery pack. Re-greased anode and cathode leads to xray tube and high voltage tank. Verified battery pack voltage in film mode. Tested kv tracking. Tested fluoro/hlf, verified no arcing. System operating as intended.